Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose on (B)(6) 2020 with blood glucose of 48 mg/dl at the time of the incident. The customer was at 70 mg/dl after being treated by paramedics. The customer was given food and intravenous fluids to treat. The customer did not mention any symptoms. The customer was wearing the insulin pump during the incident but would disconnect at times. Troubleshooting was not completed. The customer mentioned that the low blood glucose was possibly related to congestive heart failure or stroke. The insulin pump will not be returned for analysis.